Manufacturer narrative:
H10: per additional information received, the reprocessing steps were not deviated from the IFU (instructions for use) in reference to the foreign material being present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle/objective lens could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ·the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the forceps channel port had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the control unit had discoloration, the switch box had discoloration, the up/down knob had discoloration, the suction cover had discoloration, the scope connector cover unit had discoloration, the scope connector case unit has discoloration, the plug unit had discoloration, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a chip, the protector of the universal cord on the control section side had a stain, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the air/water tube was damaged on the evis exera iii colonovideoscope. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle and the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.